Event description:
A us distributor returned an electrode belt indicating that the connector had failed.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (connector failed) was confirmed. As received, the electrode belt connector and connector locking nut were missing. The root cause of the missing connector and connector locking nut cannot be positively identified, but is likely physical abuse. No adverse event resulted from the damaged electrode belt.